Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that a vns patient's device showed high impedance the last time the device was checked. Attempts to obtain additional relevant information have been unsuccessful to date. No known surgical intervention has been performed to date.